Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the ac supply was broken on the recharger was not charging. The patient also reported that the ins battery was dead and the recharging waist belt was also broken. No patient complications have been reported because of this event. No symptom was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.